Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, estimated; exact date note reported. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balance middleweight guide wire confirmed the reported separation as the core was separated at the distal end of the hypotube. There was core material in the hypotube at the separation. There was a bend in the core at the separation. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. The cause of the bend in this incident is unknown and there was no information in the incident description that would account for the wire bending, but once bent, manipulating the wire could cause the wire to fracture as described in the incident. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported separation. A query of the complaint handling database for the reported lot was performed and revealed no other incidents. There is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser, performs non-destructive hypotube junction pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs reliability testing to verify product quality.

Event description:
It was reported that during device unpackaging and removal from the plastic dispenser coil, the guide wire tip was noted to be separated approximately 30 cm proximal to the distal tip. There was no patient involvement. The device was not used. A second guide wire was used in the procedure. There was no reported adverse patient effect. No additional information was provided.